Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the broach cutting teeth are dull and worn. Flat surface around the etch shows indentations and gouge damage from previous uses. Post is confirmed fractured from the broach and post was returned for review. Post has wear marks from previous engagement. Dimensional analysis confirmed of the product confirmed the post diameter and rasp length is conforming to print specifications. No other damage is noted. Device age has an approximate field age 2.5 years. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - rasp. G2: foreign: france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the tip of the broach broke off. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.